Event description:
It was reported that this device was operating in safety mode. The device was explanted and successfully replaced with another boston scientific implantable device. The device is expected to be returned for evaluation. No additional adverse patient effects were reported.